Event description:
In 2007, gore was informed by medtronic of a pt that was implanted with a gore device in 2004. In 2007, films were reviewed by a medtronic rep and the pt has a proximal type I endoleak and the aneurysm is enlarging. The physician will place an aneurx cuff. More information is under investigation.